Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 4/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate profile 575cc saline prosthesis, catalog: 350-1690, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent breastwith a mentor smooth round moderate profile 575cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient will undergo bilateral removal and replacement with mentor gel prostheses, possibly on (B)(6) 2018.

Manufacturer narrative:
On 11/16/2018, the mentor failure analysis lab received the device for evaluation. Also on 11/16/2018, mentor learned the identity of the replacement devices: mentor memorygel breast implant 700cc gel prostheses; catalog # 3507004bc, s/ns (B)(4). The device evaluation was completed on 12/8/2018. The device was received at mentor without fluid. During initial evaluation a crease was observed on the anterior aspect. In addition, a rent was observed within the crease, measuring approximately 0.3 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5865528 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 10/25/2018, mentor learned that the breast prosthesis will be explanted from the patient on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).